Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the right atrial lead exhibited unacceptable thresholds at multiple sites. The lead was not implanted. The patient was fine post procedure.